Event description:
Device malfunction: device #2 knot lock. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the knot would not advance using the suture trimmer. A second device was used with the same results. Hemostasis was achieved using manual compression. There were no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Device #1: proglide part #12673-05, lot #71055-6h will be filed under medwatch MFR #2953144-2009-00218.